Event description:
It was reported that a patient underwent a hepatectomy procedure in 2009. The drain was placed in the patient after the surgery. Upon first activation, the reservoir did not unlock. Therefore, the surgeon exchanged it for another reservoir which worked normally. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/04/2009. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.